Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) due to hypoglycemia. The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod between 24 and 36 hours. At the hospital the patient had to be sedated and was placed on a ventilator as well as given fluids. The patient was released the following day.